Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens of diopter -8.0 into the patient's right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to low vault. In a separate surgery that day a longer length lens was implanted and the problem was resolved. Cause reported as unknown.